Manufacturer narrative:
H3, h6: the cori console p/n rob10024 (B)(6) used for treatment was returned for evaluation. Nothing was identified visually or functionally that contributed to the reported problem. The software files were downloaded from the device and provided for investigation. Screenshot review confirmed the calibration verification error in the drill setup screen. The naviosystem.log file was corrupted after exiting from the intraop (application software) and the reported internal error cannot be confirmed. However, it is likely that the reported internal error after the calibration verification error message is an occurrence of a known software issue that is under further analysis by the software engineering team. No additional containment or correction is required at this time. Screenshots of the case were provided and confirmed the warning messages upon entering the tibia bone removal stage: ¿bone model generation error¿. This is a known software issue that has been corrected and released in cori-v1.4.3 software. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. Escalation actions applicable to the scope of the reported complaint have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance.

Event description:
It was reported that, during a cori-assisted tka surgery, a tibial bone model generation error was displayed while in the tibial bone removal screen. They cleared 3/4 points and the real intelligence cori generated a bone model (case-(B)(4)). Additionally, when burring the twin peg holes a drill disconnect error message was displayed (case-(B)(4)). They quit the case and tried to resume, but they received an internal error message (case-(B)(4)). The cori was re-booted, calibrated and the case resumed. The procedure continued with the same devices without significant delays (5 minutes). The patient was not harmed.